Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. Age or date of birth has been updated to reflect the correct age of the patient. In the initial report the age was reported to be 70 years old. However we were able to confirm the correct age once the birth date was provided. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to the update to the device available for evaluation section and to provide the completed investigation results. One used 6fr angio-seal evolution device was received for evaluation. No accessory components were returned with the device. Visual inspection revealed that the hemostasis sheath was mated with the arteriotomy locator. The deployment sleeve, which was in the rear lock position with the color bands fully exposed. The tamper tube returned separately as well which is consistent with the device being cut at the carrier tube assembly and the device being removed. No gross functional testing could be performed, as there was no exposed suture present due to the bailout method deployed. There was no collagen or anchor returned. Upon realization, the upper handle was removed from the lower handle exposing the gearbox assembly. The gearbox assembly was removed. The suture could not be seen in the grooves of the spool. No suture was present on the spool. The suture was tethered to the spool with the suture stake, which was not pressing against the clutch gear. No gross visual anomalies were observed with the gearbox assembly. No functional testing was performed due to no suture present. Unable to perform rack advanced gear mechanism. There is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Other patient information: the patient was reported to be (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported the angio-seal evolution device failed to deploy. When pulling back on the device there was no tamper tube to compress the collagen. Hemostasis was achieved by manual compression. The blood loss was less than 250 cc. The patient was reported to be stable. The procedure outcome was successful.